Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesions were located in the mildly tortuous and severely calcified first and second right posterolateral segments. A 3.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 25 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no complications reported, and the patient was good post procedure.